Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing on the right ventricular (rv) lead. The sensitivity on the rv lead was adjusted and resolved the t-wave oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.